Event description:
The distributor contacted animas on (B)(6) 2013 and reported that segments of the text were missing on the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation follow-up #1 submitted 05/06/2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: no evidence of defect involving to a display screen. It displays a clear text. Unrelated to this complaint, the audio bolus button cover is missing from the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.